Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca), a 4.0x20mm rx nc trek balloon dilatation catheter was advanced with no resistance noted, inflated and when attempted to be deflated it was noted that it was really slow. However, the balloon fully deflated and was simply removed. Reportedly, the balloon was soaked and prepped outside of the patients anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.